Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the roller pump was displaying "no flow." Once the unit was turned on, it sped up. The touch screen was used to slow the pump down. There were no reported adverse consequences to the pt.

Manufacturer narrative:
Eval in progress, but not yet concluded.